Manufacturer narrative:
(B)(4). To date, it has been reported that the device will not be returned. If the device, or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and suture was used. The suture was detached from the needle. There were no adverse consequences to the patient. No further information is available.